Event description:
During follow-up, high pacing impedance was observed on the left ventricular (lv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.

Event description:
During follow-up, high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed during subsequent in-clinic follow-ups to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.